Event description:
The coil didn¿t fit into the aneurysm (carotis interna). It was further explained as at the aneurysm site, the coil was moving out of the aneurysm/mc prior to detachment. Thus physician planned to retrieve it into the introducer sheath. No attempt to detach the coil was conducted. Physician noticed that the introducer sheath was damaged/kinked so that the coil couldn¿t be retrieved in a way that would allow further usage of the coil. A correction received from the sales rep indicated that the re-sheathing tool was damaged and not the introducer sheath. The current position of the coil was in the mc when physician found kinked/bent on the re-sheathing tool. There was no unintended detachment during removal. Coil was retrieved without introducer sheath and therefore couldn¿t be re-inserted. It was added that the coil system was retrieved along with the mc as a unit with entire portion of the coil still attached to the delivery system. An excelsior sl 10 microcatheter was used. There were no other damages noted to the coil delivery system after/during removal from the patient such as stretched, broken/separated in two or more pieces or fracture. No report of flow reduction/restriction as a result. Microcatheter was used until completion of procedure and will also be returned.

Manufacturer narrative:
During a coil embolization of an aneurysm of the internal carotid artery through an unknown excelsior sl 10 microcatheter, it was reported that the 2 mm x 4 cm deltaplush platinum microcoil (dpl10020420/lot c16475) didn¿t fit well into the aneurysm. It was further explained that at the aneurysm site, the coil was migrating out of the aneurysm/microcatheter prior to any attempt at detachment. No attempt to detach the coil was conducted. It was also initially reported that the physician planned to retrieve the coil into the introducer sheath; however, he noticed that the introducer sheath was damaged/kinked. Therefore, the coil could not be retrieved in a way that would allow it to be withdrawn for later usage in the procedure. Follow-up queries answered by the sales rep corrected the initial report, indicating that it was the re-sheathing tool that was damaged and not the introducer sheath. The coil was in the microcatheter when physician found the re-sheathing tool to be kinked/bent. The coil system was retrieved along with the microcatheter as a unit, with entire coil still attached to the delivery system. The same microcatheter was used until completion of procedure. There was no other damage noted to the coil delivery system after/during removal from the patient such as stretching, breaking/separation, or fracturing. There was no report of flow reduction/restriction as a result of the complaint event, and no other patient injury was reported. The microcoil system was returned severely damaged, partly due to the post-procedural handling of the product by the end user before it was returned for analysis. The microcoil system was returned heat sealed inside bubble wrap. The heated polymers melted and embedded the device, including the coil, inside the bubble wrap. The coil itself was also returned damaged. Located on the top proximal end of the resheathing tool in the open cutout section, the vnnotch has been fractured. A portion of the sheath was observed to reside inside the fracture. The sheath has been split lengthwise. Located at where the sheath was split lengthwise is a severe kink to the core wire. There are two possible contributing factors to the reported resheathing difficulty. These factors may have worked separately or in tandem producing similar results. The primary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v-notch of the resheathing tool and became embedded. The sheath also caught the edge of the v-notch and raised it above the surface plane. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the sheath to split lengthwise and the core wire to bend and protrude outside the sheath, as well as the coil damage found. In this condition, resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, for optimum product performance during resheathing and to prevent potential complications, the instructions for use (IFU) recommends, ¿when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ the secondary contributing factor may have been due to distal interference, which may have kinked the core wire and caused coil damage. The kinked core wire may have then protruded through the skive and may have caused the sheath to split lengthwise. In this condition, resheathing the coil cannot be performed. The source of this interference, whether of a fixed or detached nature, cannot be determined. The sl-10 microcatheter that was received cleaned by the end user passed inspection and functionality testing. Therefore, it is highly unlikely that this microcatheter contributed to the field complaint as received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to whether one or more of the possible contributing factors identified in the analysis contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Manufacturer narrative:
The product device is anticipated to be returned but has not been returned yet thus additional information will be submitted within 30 days of receipt.